Event description:
Pt had defibrillator implanted. Pt had done well since then with no ICD discharges. On 4/10/2000 while pt was at work, without warning, they developed a single shock which they reported felt like a lightening bolt. No associated pre-syncope, palpitations, lightheadedness, or chest pain. Pt was brought to emergency dept and feels well. Has very mild dyspnea on exertion. Cardiac rhythm regular, normal sinus rhythm. ICD was turned off. Pt underwent ICD lead revision later the same week.